Event description:
It was reported that altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level. Technical support successfully guided the customer through troubleshooting steps, including cleaning the pump's speaker holes and ensuring proper cartridge connection. The customer was able to resume insulin delivery after these actions, and the pump returned to normal operation.